Event description:
It was reported that the pump exhibited a cassette sensor error and rusted coils. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem; however, the problem was confirmed by reviewing the event history log. The service history review had no indication that the complaint was related to a service of the device within the review period.